Event description:
It was reported to philips that the equipment does not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned/non-emergency treatment was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not turn on. Upon troubleshooting, fse found issues in accessing the host pc's hard drive. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and hard disc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.